Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switches on the escape button, act button and up arrow button. The insulin pump was also received with a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had sticking buttons. She stated that she had to press much harder or more frequently to garner a response from the buttons, especially the down arrow and esc keys. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. She stated that she was turning the backlight on when she noticed that the buttons were not responding. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.